Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up check with asystolic episodes stored on patient's implantable cardiac monitor. Upon interrogation, it was noted that asystolic events were triggered by ventricular undersensing partially caused by sensitivity and isometric variation. The device was reprogrammed and patient will be followed normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient was stable.